Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer assisted the customer for rebooting system to resolve this issue. Field service engineer stated that there was a delay in dispensing workflow. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system keyboard was not working. Customer stated that certain keys on the keyboard was not responding. There were no adverse events or injuries reported based on this event.